Event description:
It was reported, the pt had not charged the system for at least a yr. The ipg was unable to communicate with external devices. A new charger was sent to the pt, with the same result. F/u revealed the physician has scheduled surgical intervention to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.